Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the software was reloaded to address the issue. It was also noted that the system fan was noisy and the tab on the power cord bay door was broken.

Event description:
It was reported the programmer failed to interrogate implantable pacemaker devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.